Event description:
Customer reported the c-arm will not send images to pacs. There is an error code on the hand control, and the high voltage cable is cracked. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system.